Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
(B)(4) representative (B)(4) reported customer having ran out of supplies and experiencing high blood glucose levels and being hospitalized for diabetic ketoacidosis. It was reported that the customer was admitted twice. The customer was not wearing the device at the time of hospitalization. It was reported that the customer lost their insurance and have had to pay for everything out of pocket. No further information provided.